Event description:
Complaint reported as: metal bracket from the mask found stuck at back of patient's throat. Bracket removed, some trauma observed initially, but patient suffered no ill effects. No further information available.

Manufacturer narrative:
No sample was retained for investigation. Evaluation codes: method: other - due to lack of sample, an analysis of in process product was performed and, samples of the actual process were inspected according to manufacturing instructions, and no deviations to the actual work instructions were found. DHR review - no issues were found. Results: other - complaint cannot be confirmed. No corrective action was implemented.